Event description:
While proning covid + patient, 16 french temp probe foley catheter came apart with seal still intact, posing an infection risk for post-partum patient. Foley catheter was not able to be immediately switched out because patient is proned due to covid. Once patient is supine, will change out foley to bard. This delay can also promote bacterial infection.